Event description:
An aneurx bifurcated stent graft was implanted for the endovascular treatment of a abdominal aneurysm. It was reported that a suspected type iii fabric endoleak was observed, on an unknown date, coming from the aneurx limb. The physician performed a secondary intervention and relined both left and right limbs with an endurant devices resolving the endoleak. Film review analysis: review of returned films 9+ years post-implant revealed that the endurant cuff is positioned just below the renals, and the aneurx bifurcate is 3cm below the renals. The ipsi limb is placed within the left iliac, and the contra limb within the right iliac. The max diameter aaa is 5cm. The aortic cuff proximal od (and neck diameter) is 22mm, and the proximal od of the bifurcate is 24mm. The cuff is angulated 65deg a-p relative to the limbs. Contrast is seen in the aaa sac, likely coming from the left/ipsi limb just below the level of the gate, which may be a type iii fabric endoleak. There may also be a contribution from the right contra limb. The cause of the endoleak could not be determined. The limbs are essentially straight in this location, and are patent and not kinked along their length; bilaterally. The cause of the aneurx migration may be due to the angulated neck; however, earlier post-implant images were not provided. Several still angio images during a secondary procedure showed a possible type iii fabric endoleak which was likely coming from the left/ipsilateral limb. After re-lining both limbs the endoleak appeared to have resolved.

Manufacturer narrative:
(B)(4).